Event description:
The event occurred on an unspecified date and involved a tego where it was reported that the customer had faulty tego. There was patient involvement, no human harm and no delay in therapy. Nineteen (19) used d1000 tego connectors were returned for inspection. Two (2) of the samples had seal tearing present. This report captures the 2 tego with seal tearing. This is the second of two. See section h11.

Manufacturer narrative:
Received nineteen (19) used d1000 tego connectors for inspection. Two (2) of the samples had seal tearing present. This reflects the second sample. The first sample had damage on the post, typical of overtightening. The second sample had seal tearing on the top surface of the seal. Each of the tegos were leak tested per product specifications. There was a gross leak on the sample with seal tearing and damage on the post. There was no leakage on the other samples. Each tego was accessed with a male luer to activate the devices and see if occlusions could be observed. The first sample with seal tearing on the top surface of the tego had an occlusion due to the seal collapsing. Each of the other tegos fluid path was clear. The reported complaint can be confirmed on two (2) of the returned tegos due to the seal tearing. The probable cause of the torn seals is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history report (DHR) lot # and relevant commodities were reviewed, the following discrepancy was identified: discrepancy: "during visual inspection on 02/23/2024 shift b2 for press 13 item r1-3701 (tego seal, one shot); molding qa found cavities g1-g5; g7; g8 and h1-h8 have window occlusion." Translation- "that? 10 units with part number r1-3701 rev. 19 lot #13910609 were reported with flash, measuring 0.20 and according to the component drawing, the maximum flash allowed in that area (upper part) is 0.080. When? 03-28-2024 where? During receipt inspection process aql 0.025 c=0 who? Iqa leader. Quantity impacted and sampling results (fail/pass): (B)(4) pieces, affected failure: 10/170." A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.